Event description:
After an implantation period of approximately 58 months it was reported that the device showed the eri status. The device change will be scheduled within 3 weeks confirmed by hospital. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.